Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190215 - file-2018-03524 - analysis_and_closure_report_resp-2019-00109.pdf].

Event description:
Reportedly, the screen of the subject programmer intermittently displays abnormal colors and/or lines.

Event description:
Reportedly, the screen of the subject programmer intermittently displays abnormal colors and/or lines.